Event description:
Breast implants have started causing severe pain especially on the right side. Have had multiple issues since getting them which started about a year after I got them. Symptoms include, back and neck pain, joint pain, hip pain, migraines, fatigue, brain fog, memory loss, difficulty concentrating, asthma has worsened, shortness of breath, chest pain, severe right breast pain, anxiety, depression. FDA safety report ID # (B)(4).